Event description:
It was reported that the stimulation stopped three to four days prior to report. Patient services had the patient check the implantable neurostimulator (ins) and by doing this the patient turned the stimulation on, felt stimulation and observed that the battery was ¿about 20% full.¿ the patient noted that she spoke to the manufacturer representative on the date of report and was directed to patient services.

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).